Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (will not power on monitor) was confirmed due to the battery housing and connector being damaged, causing the battery to not fit into the monitor. The root cause for the physical damage to the damaged housing could not be positively identified. There was no adverse event that resulted from the damaged battery.